Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was slow and appeared offline during remote support services. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in offline status. A field service engineer (fse) confirmed that the station was experiencing a hospital network issue. It was determined that the network wall port in use was not functioning. The fse relocated the network cable to an alternate wall port, which restored connectivity. The site was advised to contact the it department for further investigation and resolution of the faulty network port. The system functioned as intended after the field service engineer repaired the device.